Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "max plus needleless connector, when a syringe is disconnected, the internal plunger in the needleless connector 'splits' fluid out this is causing a complication in nuclear medicine when radioactive medication is injected for a scan and the needleless connector 'splits' this med on pt and pt clothing when the syringe is disconnected this is then interfering with the scan due to picking up the solution outside of the body. FDA safety report ID# (B)(4)."